Event description:
It was reported that a patient presented for a routine generator change procedure on (B)(6) 2022. During the procedure, the patient's right ventricular lead was explanted and replaced due to high capture thresholds. The patient was stable throughout.